Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intermittent atrial and ventricular lead undersensing was noted on the treated ventricular fibrillation (vf) electrogram. The leads remain in use. No patient complications have been reported as a result of this event.